Event description:
A power source alert 07 was reported by the caller, which led to an incident involving the charging of a pump. There was no adverse impact to the customer's blood glucose level during the event. The customer took corrective measures by using a correction injection and later resolved the issue by trying a different wall adapter, which successfully allowed the pump to begin charging. No further assistance was required.